Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that there are issues with the maxzero connectors when infusing lipids. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz5301 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the minibore pressure rated ext, IV cnnctor experienced flow issues. The following information was provided by the initial reporter: nicu having issues with the maxzero connectors when infusing lipids. Getting ¿high pressure¿ alerts when infusing lipids with maxzero connectors. Also having to change out the maxzero connectors after infusing lipids due to residual left in the cap.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the minibore pressure rated ext, IV cnnctor experienced flow issues. The following information was provided by the initial reporter: nicu having issues with the maxzero connectors when infusing lipids. Getting ¿high pressure¿ alerts when infusing lipids with maxzero connectors. Also having to change out the maxzero connectors after infusing lipids due to residual left in the cap.